Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the they experienced hyperglycemia with blood glucose value of 400 mg/dl. Customer¿s other relevant blood glucose value was 277 mg/dl and 361 mg/dl. Customer also reported that insulin pump had insulin flow block alarm. Customer declined to troubleshooting for insulin flow blocked and high blood glucose value. The device will not be returned for analysis.